Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing episodes due to false pauses on the patient's implantable cardiac monitor (icm). Programming changes were recommended. The patient was stable and no intervention was reported.